Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for other chronic/intract pain (trunk/limbs). It was reported that the patient had the implantable neurostimulator (ins) turned off for a while because they had an unrelated bladder surgery. Last successful charge session was about a month ago. Now the patient's pain is back, they wanted to use the ins, but saw the reposition antenna screen. The patient programmer was dead. The patient put new batteries in and then it showed the poor communication screen. The external device was unable to communicate. No further complications were reported. Additional information was received from a healthcare professional (hcp) and a manufacturer representative (rep). It was reported that the ins was overdischarged and the patient was unable to charge the ins. The rep attempted to connect to the ins with physician programmer but was unable to do so. The rep said they were able to recover the ins battery and charge the ins. The rep stated that after obtaining approximately a 50% charge, they cleared the power on reset (por), and the patient was instructed to continue charging at home. The rep also said the stimulation was turned back on. It was noted that the issue was resolved at the time of the report. No further complications were reported/anticipated. Additional information received from the manufacturing representative (rep) indicated that the patient is planning on getting their device replaced with the new platform as soon as possible. No replacement date is scheduled yet. No further complications were reported or anticipated.